Event description:
It was reported, the day following implantation of a trial lead, the patient complained of a headache and stiff neck. Reported the next day, the symptoms resolved. Three days later, the patient reported headache had returned and the patient went to the emergency room to have the lead removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.